Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that her implant is dead. Caller reports she was taught she needed both communicator and wireless recharger to charge her implant at the same time. Reviewed how to charge her implant, caller reports she is now charging excellent coupling, implant is low. Caller reports when she lays or sit a certain way, she feels more stimulation. Reviewed how to turn stimulation on/off with the recharger.caller reports the communicator stopped taking charge, caller reports this is about the 5th time happened, started a few months ago. Caller confirmed she is using the white cord, caller reports she has tried multiple different outlets a replacement communicator was sent out.